Manufacturer narrative:
(B)(4).

Event description:
It was reported " fluid backing up into contamination sheild. Fluid clear with out blood tinge - means the ns 20cc doing into introducer side arm all going into contamination sleeve". At the time of this report, the customer has not returned our requests for additional information. If further information is received, the complaint file will be updated.

Event description:
It was reported " fluid backing up into contamination sheild. Fluid clear with out blood tinge - means the ns 20cc doing into introducer side arm all going into contamination sleeve". At the time of this report, the customer has not returned our requests for additional information. If further information is received, the complaint file will be updated.

Manufacturer narrative:
(B)(4). Returned for investigation was a 5fr. Bi-polar pacing catheter from the 5fr pacing/psi kit without the original packaging. The sheath in question was not returned with the sample for the investiga-tion. Upon return, the inflation lumen stopcock was in the open position. The recommended volume capacity of the balloon is 0.75cc. No condensation was noted in the inflation lumen. The balloon appeared typical. The cath-guard including the touhy-borst adaptor was noted on the returned catheter. Clear fluid was noted within the cath-guard, which is consistent with the re-ported event. The distal and proximal electrode appeared typical. The distal and proximal electrode extension leads appeared typical. Spots of dried blood were noted on the exterior surfaces of the returned sample. No blood was noted within the interior surfaces of the returned catheter. No visual damage noted to the returned catheter. The inflation lumen was injected with 0.75cc of air using a lab inventory control stroke syringe. The balloon inflated symmetrically. One side of the balloon measured approximately 4mm. The other side measured approximately 4mm. The balloon did meet specifications per graphic of radius ratio less than or equal to 1.5. The inflation lumen was injected with 0.75cc of air using a lab inventory control stroke syringe. The balloon inflated symmetrically. The balloon deflated in less than 3 seconds when the syringe was re-moved per specification. Upon tug test, no pull away was noted. The balloon was placed in water, and air was injected into the inflation lumen again. No leak was noted. The distal electrode and distal extension lead (white wire) were connected to a multi-meter and continuity was found between the leads. The resistance measured 1.3 ohms and passed functional testing. The proxi-mal electrode and proximal extension lead (blue wire) were connected to a multi-meter and con-tinuity was found between the leads. The resistance measured 1.8 ohms and passed functional testing. Both distal and proximal electrodes were cross checked, and no short circuit was found. No lot number was reported; therefore, a device history record (DHR) review was unable to be completed. If the lot number information is available at a later date, the complaint will be updated accordingly. The reported complaint that "fluid backing up into contamination shield" is confirmed based on the returned state of the device. Clear fluid was noted within the cath-guard upon receipt of the sample. The sheath was not returned with the sample. The specifications were not met during the complaint investigation due to fluid within the cath-guard. The root cause of the complaint is undetermined. No further action required at this time. This will be monitored for any developing trends.